Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported sheath splitting had not been completed was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record found no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device after a diagnostic procedure. Reportedly, the starclose se sheath did not split completely. The sheath appeared to be "mangled" and the clip was not deployed. The starclose se device was removed and hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.